Manufacturer narrative:
One 010650 sharp tip disposable knife used for treatment but was not available for evaluation. Per instruction for use (IFU) ¿prior to use, inspect the device to ensure it is not damaged.¿ IFU contains precautionary statements and recommendations for proper use of product. Photos provided showed discoloration. Unfortunately the product was opened and complaint could not be confirmed, as it was unknown whether the item was used prior. Complaint history review indicated no similar allegations for the lot number reported aside from the other reported with this complaint. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution. No further investigation is warranted at this time. Occurrence is monitored by surveillance. Per clinical / mi: reportedly while using the disposable knife, an oxidation problem was found. Two photos have provided for review and confirm a color variation. A backup device was used to complete the procedure with no delay or patient injuries being reported. Since no patient harm is being alleged and no further harm is anticipated, no further assessment is warranted at this time.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a shoulder arthroscopy, an oxidation problem was found on the knife. The knife is usable and they were used in the patient but the oxidation is very annoying on the camera screen. A back up device was available to complete the procedure without delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.